Manufacturer narrative:
Additional information: h3, h6, h10. H10: the device evaluation was completed. Visual inspection and magnification noted the occlude feet on the main body were broken. Clear passage testing was performed with no issues noted. Leak and clamp function testing were performed and a leak was observed with the twist clamp closed. The reported condition was verified. The cause of the leak was due to the broken occlude feet on the main body, however the cause of the broken occlude feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked with the twist clamp closed. This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.